Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) in two pieces. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen and on the balloon. The balloon was loosely folded. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Microscopic examination revealed that the shaft was separated at the exit notch. The proximal end of the shaft separation was twisted around the corewire and the distal end of the shaft separation had pulled material. Microscopic examination inspection presented no damage or irregularities to the bonds of the device. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 28 x 2.25 rebel stent delivery system (sds) was selected and advanced to the lesion. It was noted that the area between the shaft and the balloon of the sds separated. The shaft was removed from the patient¿s body. The balloon segment of the sds was then retrieved using a snare. Stenting was performed using this device and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 28 x 2.25 rebel stent delivery system (sds) was selected and advanced to the lesion. It was noted that the area between the shaft and the balloon of the sds separated. The shaft was removed from the patient¿s body. The balloon segment of the sds was then retrieved using a snare. Stenting was performed using this device and the procedure was completed. No further patient complications were reported and the patient's status was fine.